Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrsion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "intracapsular rupture", "small cysts seen in the left lower breast in the region of palpable abnormality" and "lump". This record is for the left side. The device was explanted and replaced. The device has been returned.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "intracapsular rupture", "small cysts seen in the left lower breast in the region of palpable abnormality" and "lump". This record is for the left side. The device was explanted and replaced. The device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted. Explant surgery is scheduled and it is unknown if the device will be returned.